Event description:
The user facility reported that a crossover approach to the superficial femoral artery (sfa) lesions was performed. After crossing with the 14 wire and pre dilated with a balloon, the involved misago product was inserted into the lesion and deployment was started; however, deployment did not start after 10 clicks. The user felt some resistance at hand. When the gs was pulled to be removed, the stent started to deploy there, so it was removed together with the catheter. A new stent of the same size was opened and attempted to deploy it again, and this time it deployed without any problems. There was no patient injury/medical or surgical intervention required. The procedure was completed successfully. The final patient impact was not harmed. No part remained in the patient's body.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Visual inspection of the actual sample upon receipt found that the stent had been deployed approximately 53 millimeters (mm). In addition, it had been rippled at approximately 450mm - 600mm from the distal end. Therefore, it was inferred that a compressive load was applied to the actual sample. Magnifying inspection of the actual sample found that the intermediate shaft at approximately 530mm from the distal end had been crushed. Therefore, it was inferred that a compressive load was applied to the involved section. No deformation such as a kink or crush was found in other sections of shaft. Magnifying inspection of the sliding part (stent sheath part) of actual sample did not find any deformation such as a crush. Magnifying inspection of the stent deployment section actual sample found that the strut had been elongated. Therefore, it was inferred that a pulling load was applied to the involved section. Magnifying inspection of the fixed section of release wire of the actual sample did not find any anomaly such as detachment of the fixed section. X-ray fluoroscopic inspection of the inside of handle of the actual sample found that that the handle of actual sample was in a state of 20 - 25 clicks from the winding state of release wire. In addition, from the occurrence status of involved event, with approximately 10 clicks performed, it was inferred that since the sliding part was pulled further to the hand side from the time of occurrence, it reached the state up to the number of clicks. X-ray fluoroscopic inspection of the inside of actual sample did not find any anomaly such as a fracture on the release wire. An attempt was made to release the actual sample under warm water of 37 degrees. As a result, the release of the entire length of stent was completed with 74 clicks. Since the deployed stent length was approximately 167mm, and the product with the involved product code was approximately 150mm, it was likely that it was elongated by approximately 17mm. Magnifying inspection of the deployed stent did not find any fracture on the strut. Magnifying inspection of the inner shaft (the position where the stent was mounted) of actual sample did not find any deformation such as a crush. Magnifying inspection of the distal tip of actual sample found abrasions and roughness. Then, electron microscopic inspection found flaring and contact marks of stent strut. Therefore, it was inferred that some hard object (such as a stenotic lesion or a deployed stent) came into contact with the distal tip. Magnifying inspection of the sliding part (stent sheath part) of actual sample found that the distal end had been flared. No deformation such as a crush or dent was found in other sections. Then, electron microscopic inspection found multiple abrasions on the sliding part (stent sheath part). Therefore, it was inferred that some hard object (e.g., stenosis lesion) came into contact with the surface of sliding part (stent sheath part). The outer diameter of the sliding part (stent sheath part) of actual sample was measured. It met the factory's specifications, and no anomaly was found. Review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot number confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot number from other facilities. [Simulation test 1: confirmation of release in the normal condition] the sliding part (stent sheath part) is called "stent sheath" and is described below. Using the simulated vessel, approach to iliac was performed with destination 6fr from brachial, and a misago (7- 150 mm, same specification as the involved product code) was inserted to the superficial femoral artery (sfa) through a 0.035" wire. Click of the handle was initiated, and at the 7th click, rippling of shaft occurred in the proximal shaft that was located outside the body. (Note: in the long-stent type, when the stent sheath is retracted toward the proximal side, this may occur due to a small amount of frictional resistance generated between the stent sheath and stent, which causes a compressive load on the shaft at the proximal side leading to the rippling.) In 12 clicks, the stent had slightly come out from the stent sheath but had not yet deployed. At 13th click, the stent started to deploy, and as clicking continued the rippling of the shaft decreased, and at the 20th clicks, it disappeared. As the clicking continued, the stent deployment progressed, and at the 90th click, the stent deployed over the entire length. From simulation test 1, it was confirmed that it took 10 clicks or more to start deploying the stent of the product with the involved product code. [Simulation test 2: when the stent sheath is trapped in a severely stenotic lesion] using the same test system as simulation test 1, a misago (7- 150 mm) was inserted to the sfa, and then a cable tie was attached over the simulated vessel where the stent sheath was located in order to simulate a condition of a trapping in a severely stenotic lesion. Click of the handle was initiated, and at the 7th click, rippling occurred in the proximal shaft. However, as the clicking continued, the click operation became weighted and rippling progressed. At 13th click, the stent was coming out from the stent sheath, but it had not yet deployed. (In simulation test 1, the stent started to deploy at this timing). Stent started to deploy in 16 clicks finally. As clicking continued, stent deployment progressed. However, at the 20th click, the rippling of the proximal shaft had not disappeared, while in simulation test 1, it had disappeared at this clicking count. From simulation test 2, it was inferred that when the stent sheath is trapped in a severely stenotic lesion, the stent sheath is prevented from moving toward the proximal side, resulting in a larger number of clicks required for stent deployment. [Simulation test 3: removal of the product with the stent protruding from the stent sheath] using the same test system as simulation test 2, a misago (7- 150 mm) was clicked 13 times to make the stent protruding from the stent sheath, but the deployment of stent had not started. When an attempt to remove the misago was made, the protruding part of the stent was caught in the simulated stenotic lesion. As a result of pulling the misago to continue the removal operation, the stent deployed and elongated. When the removal was continued, a part of the stent came from the stent sheath and deployed, and an elongation progressed. When the misago was removed up to the distal end of the destination, the proximal end of the distal tip section of misago was pinched by the deployed stent inside the distal end of destination, and strong resistance occurred. Subsequently, the misago was pulled out under resistance, and the distal tip section was retracted into the distention, however a part of the deployed stent was caught on the distal end of destination, causing even stronger resistance. From simulation test 3, it was inferred that when the catheter was pulled out just before the stent was deployed (the stent was slightly protruding from the stent sheath), the stent started to be deployed and elongated when the catheter was caught in the stenotic region and a removal load was applied. Based on the investigation result, following mechanism was inferred as a possible cause of this case. From the fact that flaring and abrasions were found in the sliding part (stent sheath part) of actual sample, and from simulation test 2 result, since the surface of stent sheath was trapped by some hard object (e.g., stenotic lesion), movement to the hand side of stent sheath was hindered, and the stent was not deployed at the number of clicks at which stent deployment would normally start. At that time, a compressive load was applied to the catheter shaft, causing rippling. It was reported that approximately 10 clicks were performed. However, from simulation test 1 result, the number of clicks was just before the stent deployment started (the stent protruded from the distal end of stent sheath, but the deployment had not yet started). From simulation test 3 result, an attempt was made to remove the actual sample in the state of b). As a result, since the stent protruding from the distal end of stent sheath was caught in the stenotic lesion, the deployment of stent started, and further removal was continued, causing the deployed stent to elongate. Relevant instructions for use (IFU) reference: "[precautions] pre-dilatation of the target vessel is recommended." "A partially deployed stent cannot be repositioned or retracted into the sheath. Retraction, or repositions of a stent by force, could cause deformation of the stent, damage to the blood vessel and/or to the delivery catheter. The stent cannot be removed after implantation." "Directions for use 3-6 to maintain the position of the delivery catheter while rotating the thumbwheel, grip the delivery catheter by hand at the operator side (proximal) of the intermediate shaft and do not move the delivery catheter at the operator side of the intermediate shaft." " directions for use 4-3 precautions deploy the stent completely, even if the delivery catheter bends and corrugates. (Removal of the delivery catheter prior to full deployment of the stent could cause the stent to deploy in an unexpected site.)" "As a guide, stent deployment commences on rolling back the thumbwheel 5-10 clicks for stents up to 100mm long and 10-15 clicks for stents at least 120mm long." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).